Event description:
On (B)(6) 2012, sps 4.0mm screw was used in operation of pelvic fracture. When surgeon was drilling the tip of the drill broke. The tip stayed in pelvic of the patient. According to the surgeon, the bone was very hard and his surgical technique was unripe or bad.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the drill bit broke could be confirmed. Based on investigation, the root cause of the determined tip fracture of the returned drill bit was attributed to a user related issue. The tip breakage is assumed to be caused by the action of too high forces including bending during the drilling process. The found striations at the drill bit shaft indicated that the drill bit was most probably multiple used. Indications for any material, manufacturing or design related problems were not determined in the investigation.